Event description:
It was reported during the patient's implant procedure the physician experienced difficulty removing the stylet guide from the lead. As a result, the physician elected to cut the stylet at the edge of the lead as attempts at removing it completely were unsuccessful. The device was then connected and all electrical values were tested and found to be normal. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).